Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that shortly after an implant procedure, this right ventricular (rv) lead exhibited oversensing. Surgical intervention was performed and the rv lead was repositioned which resolved the issue. No additional adverse patient effects were reported.